Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station had "ac power has failed" error and went offline on remote support service. Customer stated that station could not be rebooted, as it had already shut down. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed error as alternating current (ac) power failed and station was offline on remote support service (rss). The field service engineer (fse) found that the device did not start and traced the issue to the auxiliary 2 drawer 6 controller, which was preventing the device from starting. The drawer controller was replaced, diagnostics were run, and the application was restarted, resolving the issue. The system functioned as intended after the field service engineer repaired the device.